Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Explained to customer the problematic issue with the bottle side pressure sensor. Lvp bottle pressure sensor failure in bottle pressure sensor system. Biomed to repair/replace the bottle side pressure sensor. Biomed will conduct repair, and call back if any further assistance is needed. End call. Failure device type, failure problem type, failure mode. Customer receives device with error 240.4150 during testing 8100 s/n (B)(4). Explained to customer the problematic issue with the bottle side pressure sensor. Lvp bottle pressure sensor failure in bottle pressure sensor system. Biomed to repair/replace the bottle side pressure sensor. Biomed will conduct repair, and call back if any further assistance is needed. End call. Ref: (B)(4).